Event description:
A nurse reported port-a-cath site not working properly because IV alarm kept saying "occluded". Unable to aspirate blood. When site checked, felt there might be small infiltration so pulled out needle and reinserted another needle. Received good blood return; however a few hours later the pump began beeping again. Put in longer needle. Felt that needle migrates out with movement. No way to secure. Have had this problem before with previous porta-cath needles. Did not seem to have this problem with the old needles - only the safety ones.

Event description:
A historical review of the co's reporting database, dating back to 2000, revealed two other reports of this nature against the reported part number, however, no other reports of this nature were found against the reported lot number.